Event description:
It was initially reported to boston scientific corporation that a wallflex enteral duodenal stent device was used during a stent placement procedure performed on (B)(6) 2012. According to the complainant, the device was intended to be used to treat a malignant stricture in the duodenum. It was reported that the patient's anatomy was not severely tortuous. During the procedure, the physician inserted the delivery system over the guidewire, into the endoscope and advanced it into the duodenum. It was reported that when the stent was partially deployed, the distal handle detached from the outer sheath. The stent was reconstrained prior to removal and the procedure was successfully completed with another wallflex enteral duodenal stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results which found part of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18 (B)(4). A visual examination of the returned device found that the stent was fully mounted. The outer sheath was kinked at 186 mm proximal to the distal end of the outer sheath. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 105 mm distal to the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. The stainless steel shaft was kinked at approximately 110 mm distal to the distal end of the proximal handle. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The specific cause of the failure cannot be identified, therefore the most probable root cause is undeterminable.